Event description:
On (B)(6) 2013, the distributor contacted animas and reported a blank display screen. There were reportedly audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation there was issue with the pump display screen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple persistent (B)(4) alarms occurred on (B)(6) 2013. There was no abnormal battery drain observed. There was no damage found to the battery cap or battery compartment. The battery cap fastened appropriately to the pump. The pump powered on with two beeps, vibration, and a blank display. A test display was inserted, with no improvement. The pump was opened and a single component failure was observed.